Manufacturer narrative:
B3: please note that this date is based off of the date of publication of article as the event dates were not provided in the published article. D4: product identifiers are unknown. D section 6a: implant date unknown. D section 6b: explant date unknown. G2: country of origin - republic of korea g4: PMA / 510(k) #unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Comparison of revision techniques for rod fracture after adult spinal deformity surgery: rod replacement alone or coupled with lateral lumbar interbody fusions or accessory rods ki young lee, jung-hee lee, gil han, cheol-hyun jung and hong sik park med. 2024, 13, 6203. Https://doi.org/10.3390/jcm13206203 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'comparison of revision techniques for rod fracture after adult spinal deformity surgery: rod replacement alone or coupled with lateral lumbar interbody fusions or accessory rods'. The article presents a retrospective study comparing different revision techniques for rod fractures after adult spinal deformity surgery. Revision techniques: accessory rod insertion and lateral lumbar interbody fusion were found to provide greater strength and stability compared to simple rod replacement. These techniques are emphasized as important for preventing rod fractures and maintaining sagittal balance in adult spinal deformity patients. Products used: accessory rods: used to enhance the stability of the spinal construct. Lateral lumbar interbody fusion devices: used to provide additional support and stability to the spine. Recombinant human bone morphogenetic protein-2 (rhbmp-2): included in the study as a factor in promoting bone growth and fusion. Patient symptoms: the study does not provide specific details on patient symptoms, but focuses on the outcomes of the revision techniques in preventing rod fractures and maintaining sagittal balance. Groups: the study analyzed 139 patients who underwent revision surgery for rod fractures after adult spinal deformity surgery. Total patients: 139 asd patients aged =65 years. Rod fractures: occurred in 47 patients (34%) at an average of 28 months following primary deformity correction. Revision surgeries and methods: total revision surgeries for rf: 47 patients. Patients with recurrent rod fracture (re-rf): 6 patients (13%) experienced re-rf at an average of 37 months. Revision methods and outcomes: groups based on revision method: 1. Simple rod replacement (rr group):17 patients. Re-rf occurred most frequently in this group, with every re-rf occurring at the pso site. 2. Lateral lumbar interbody fusion (rr + llif group): 8 patients. No re-rf occurred in this group. 3. Accessory rod insertion (rr + ar group): 22 patients. One re-rf occurred near the l4¿5. Clinical outcomes: after both primary deformity correction and revision surgery, spinopelvic parameters showed favorable results, and clinical outcomes improved across all three groups without significant intergroup differences. Conclusions: accessory rod insertion or additional llif around the pso site provides greater strength and stability to the previously fused segments than simple rod replacement. This demonstrates the need for additional support in revision surgery for rf after a pso to prevent recurrence. The study highlights the importance of using effective revision techniques, such as accessory rod insertion and lateral lumbar interbody fusion, to prevent rod fractures and maintain sagittal balance in adult spinal deformity patients. The inclusion of rhbmp-2 is noted for its role in promoting bone growth and fusion.